Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that the stimulation she is receiving from her scs system is very weak. In an effort to resolve this matter, a reprogramming session will be scheduled.